Event description:
Pt phoned. PICC line is leaking. Went to pt home. Attempted to flush with nss 0.9%, a bubble of nss escaped from PICC line directly above hub site and approx 0.25 cm above this a perfect pinpoint hole which squirts out nss in a stream. PICC line damaged beyond repair - possible mfg defects - 20 days old. PICC line removed intact. New one inserted. V-cath - single lumen.